Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6)2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) was reported in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a serious adverse event, because although the doctor removed the sensor wire, there was no indication the wire was surgically removed, and no evidence of serious injury. Please disregard the supplemental reporting of this event as this event is still considered a reportable malfunction event. B5: describe event or problem - correction h1: type of reportable event - correction h2: correction

Event description:
Subsequent to the supplemental MDR, it was determined that the last report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a serious adverse event, because although the doctor removed the sensor wire, there was no indication the wire was surgically removed, and no evidence of serious injury. This is still considered a reportable malfunction event.

Manufacturer narrative:
(B)(4). Information was pulled on 03/14/2025 per maude report mw5167387. This report is 1 of 4 allegations of wire/needle/cannula damaged or missing that had similar event details. Related records: (B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. H1 type of reportable event - correction. H2 correction/additional information. H3 device evaluated by mfg - additional. H6 health effect impact code - correction. H6 health effect clinical code - correction. H6 medical device problem code - correction. H10 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a wire/needle/cannula damaged or missing wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, the patient reported she experienced four g7 broken "sensor probes" within the past 60 days and the wires remained in the skin. Information was pulled on (B)(6) 2025 per maude report mw5167387. This report is 1 of 4 allegations of wire/needle/cannula damaged or missing that had similar event details. On an unspecified date, the patient consulted her primary care provider (pcp) who helped remove the sensor wires from the skin (unspecified method of removal). No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.